Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm had quieter and sounds were different as well as clock was slow and runs behind. Customer stated that clear retainer ring, batteries last 4 to 5 days, metal prong super glued so the battery will read and lost all insulin pump settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.